Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic totally occluded lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad) extending to the mid lad. After a guidewire was advanced to cross the lesion, a balloon catheter was advanced but encountered difficulty crossing the target lesion. Therefore, a non-bsc guide extension catheter was used and a 38 x 3.00 promus premier drug eluting stent was subsequently advanced to treat the lesion. However, the promus premier stent failed to cross the lesion and after several attempts, the edge of the stent was lifted. The device was removed and the procedure was completed with a 38 x 2.50 promus premier stent. No patient complications were reported and the patient' status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were bent back and overlapping stent struts on the proximal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic totally occluded lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad) extending to the mid lad. After a guidewire was advanced to cross the lesion, a balloon catheter was advanced but encountered difficulty crossing the target lesion. Therefore, a non-bsc guide extension catheter was used and a 38 x 3.00 promus premier drug eluting stent was subsequently advanced to treat the lesion. However, the promus premier stent failed to cross the lesion and after several attempts, the edge of the stent was lifted. The device was removed and the procedure was completed with a 38 x 2.50 promus premier stent. No patient complications were reported and the patient' status was good.